Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after an implantable cardioverter defibrillator (ICD) implant procedure. The patient had a hematoma at the site of the implant, although the physician did not believe it was related to the ICD system. The physician opened the pocket, drained the blood, and re-closed the pocket. The patient was in stable condition.